Event description:
The explanted generator and lead were received on 04/21/2016. Analysis of the generator was approved on 05/16/2016. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24-hrs, and results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Analysis of the lead has not been approved to date.

Manufacturer narrative:
.

Event description:
It was reported that high impedance was identified during an interrogation of a patient's device. X-rays were performed and evaluated by the physician. The physician reported that no lead breaks were identified. The physician also decided to keep the generator programmed on, even though high impedance was present. The patient was referred for full revision surgery due to the high impedance. No surgical intervention has occurred to date.

Event description:
Analysis of the lead was approved on 05/17/2016. Abraded openings were noted on the inner silicone tubing (still within the outer tubing). Note that since the furthest electrode to the bifurcation was not returned for analysis, an evaluation and resulting commentary could be made on that portion of the lead. Other than the abraded openings and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The patient had full revision surgery on (B)(6) 2016. The explanted products have not been received to date.